Manufacturer narrative:
Unable to determine the root cause of the discrepant high tni observation. In-house testing illustrated that the product is performing as expected relative to the complaint and the data has been determined to be acceptable according to the risk statement. Although an exact root cause has not been determined, the issue was not repeated with additional testing, and appears to be an isolated event. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation into this issue is ongoing.

Event description:
Customer reported discrepant high tni results on triage cardiac vs unknown lab method for 1 patient. Patient symptoms: chest pain, chest tightness for 4 days diagnosis: chondrocostal junction syndrom. Treatment: protonix, gi cocktail of mylanta, benadryl and lidocaine, toradol for pain. Treatment was not based on triage results. Patient discharged after negative confirmatory testing from external lab.